Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 224 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with injections for high blood glucose. The customer states they perform a self-test and the insulin pump passed. The device will not be returned for analysis.